Event description:
The customer alleged that the system was leaking cidex opa from the pump inside the system. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The system was evaluated at the customer's site. The fse replaced the air skinner valve. The fse tested the system and it was found operating within manufacture's specifications.